Manufacturer narrative:
(B)(6). The lot was manufactured between october 2, 2017 ¿ october 4, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture problem with no issues noted. The reported problem was verified. The cause of the reported problem could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This event occurred during filling with 2g meronem and with 100ml of sodium chloride. There was no patient involvement. No additional information is available.